Event description:
It was reported that the pump was overdelivering. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was further reported that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Updated health effect - impact code, there was no patient involvement. D9: 24-mar-2025. H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. No fault related to the complaint was identified. The service history review had no indication that the complaint was related to a service of the device within the review period.